Manufacturer narrative:
Little info is known at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
The company was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in 2005 at l5/s1. Pt reports having continued pain. As an adverse outcome was reported an MDR shall be filed to document this event.